Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow keypad button required multiple presses to engage. No damage was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/08/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2013 with the following findings: the keypad was completely intact; no lifting or damage was observed. The up and contrast keys were intermittently responding to user input and required excessive force to activate. The keypad cover was removed and contamination was found on the contrast, up, down, and ok key contacts.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.